Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure occurred during cataract surgery, in a pack damaged sleeve was also seen. The surgery was completed after the product was replaced with another one. There was no harm to patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only one opened sleeve with a tray was received. The infusion sleeve was visually inspected and it was confirmed that the infusion sleeve was in proper shape in the returned condition. No damage was found. Aspiration testing on the fluidics management system (fms) could not be conducted as a cassette was not returned. The root cause of the customer's complaint of aspiration could not be confirmed as no cassette was returned; however, the returned infusion sleeve met specifications. No defect was found on the returned infusion sleeve. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).